Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with 510k number k190805. Evaluation summary it was caused due to the eog valve deformation of the scope connector. In addition, we confirmed that the lg cable connector housing damage; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. Attachment of the leakage test adapter to tight.